Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of motor deficit in their right leg. The patient had rehabilitation on (B)(6) 2018. At that time diagnostic imaging was performed and a paraventricular left intraparenchymal hematoma was found 12 mm from the lead. The etiology was stated to be related to the device/therapy and not related to the implant procedure. The event remains ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3387-28, lot# va1p6c4, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The etiology was updated to related to the implant procedure, and not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was stated that the issue was unresolved at the time of study exit.